Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed that his blood glucose elevated to 300 mg/dl with symptoms of vomiting and large ketones. His bedtime blood glucose read 129 mg/dl the night prior to the reported hyperglycemic reading. The pt took a correction bolus insulin dose via the pump and syringe. The pt's blood glucose was lowered to 250 mg/dl with no hyperglycemic symptoms. During troubleshooting, the animas healthcare rep concluded that the pump is working accordingly and that the causation of the high blood glucose may be due to the user error and/or insulin dispense site issue. This complaint is being reported because the pt reportedly developed hyperglycemia while his diabetes was managed with the animas product.